Manufacturer narrative:
(B)(4). It was indicated the device would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient complained of feeling badly. Upon interrogation, it was noted that device had declared end of life (eol). Approximately three month prior, the device had indicated one year of remaining longevity with a magnet rate of 100. The device was reprogrammed from ddd to ddi and it was noted the ventricular output was high. As a result, a revision procedure was scheduled. The device was explanted and replaced. No adverse patient effects were reported.